Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy due to genuine stress incontinence. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, vaginal scarring and pressure in pelvic area. It was reported that the patient experienced complication during 05/1620/07 procedure ¿spill from bilateral ureters, no mesh in ureters or bladder¿. It was reported that the patient underwent exploratory laparotomy, bilateral salping-oophorectomy, bilateral urethral stents, lysis of adhesions and cystoscopy on (B)(6) 2009 due to residual ovary syndrome, pelvic pain, dyspareunia and pelvic adhesions. It was reported that the patient underwent bilateral stent removal on (B)(6) 2009 due to ureters being traumatized.

Manufacturer narrative:
Date sent to FDA: 12/12/2018.